Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Reportedly, when the customer attempted a different charging cable, the charging port on the pump was hot to touch. The customer's blood glucose (bg) level was 296 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging issue was verified. The alleged battery hot to touch could not be evaluated due to damaged usb pins (charging issue).